Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified common iliac artery. An 8.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilation. However, during the second inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.